Manufacturer narrative:
It was observed that the gel on the pads had peeled during the patient use event and was not missing as first reported, however pads were able to successfully administer 3 shocks during investigation/testing.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips the fire department used the heartstart adult/child plus pad but there was no gel on the pad.